Manufacturer narrative:
Additional information: date of event: (B)(6) 2015. Results codes: an additional code of "120" was used to capture the electrical problem observed. A document labeling review and risk documentation review for this equipment were performed. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site, inspected the unit and replaced the advantech board and instrument manager on the unit. Fss performed the software upgrade on the system as well as completed the field service checklist. The system passed all functional tests and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the whitestar signature system has start up issue and error 2012 (instrument host timeout error) occurred with the unit. There was no patient involvement reported.